Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr litigation record received. Patient alleges injury, pain, discomfort in hips and legs thereby interfering with the ability to perform activities of daily living, suffering, emotional distress, loss of consortium, and personal and economic damages. Doi: (B)(6) 2008 - dor: none reported (right hip).